Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) had no power indicator on it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) had no power indicator on it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.